Event description:
Patient had heartmate 3 ventricular assist device (vad) implanted, arrived to 6icu post operatively in the afternoon and developed mental status changes (inability to move right side) early evening. Code stroke was called, and he was transported for emergent CT scan which showed a left mca (middle cerebral artery) embolic stroke. Taken to neuro ir (interventional radiology) and the thrombus was evacuated by the neurosurgeon with return of mental status and ability to move right side.